Event description:
The pt reportedly experienced sound quality issues and poor performance. Programming adjustments were made with minimal benefit. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the device was functional. The pt's device was explanted. The pt was re-implanted with another cochlear implant.